Manufacturer narrative:
The insulin pump passed the functional tests. No unexpected alarms were noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed motor error during a basal attempt. The caller did not know the blood glucose reading. The insulin pump also alarmed no delivery. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).